Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the first side of the solyx sling was placed successfully. The physician then deposited the mesh carrier on the second side of the sling into the muscle tissue. However, the mesh carrier did not hold properly within the muscle and it fell out. The physician deposited the mesh carrier several times but it would not anchor within the tissue. There was no reported visible damage to the solyx sling. The entire sling was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".